Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This is report one of two reports (3007042319-2016-01427, and 01428) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that controller (B)(4), during visual inspection as part of smr-upgrade failed: loose power port 1 by slipping out of the sealing ring between connector and housing. The controller (B)(4), during visual inspection as part of smr-upgrade failed: loose data connection port by breakage of the connector. Controllers were replaced. No consequences to the patient. No additional information provided.

Manufacturer narrative:
Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Analysis of the devices revealed that the device failed to meet specifications. The returned controller (B)(4) passed functional testing but failed visual inspection as a result of power source port 1 connector found loose with the o ring gasket displaced. The issue with loose connector is currently being investigated. The returned controller (B)(4) passed functional testing but failed visual inspection as a result of the serial port found broken. In addition, the real time clock (rtc) was reset to zero. This observation is considered not related to the reported event and was most likely due to the controller not being connected to external power for extended periods of time and its internal coil cell battery had run down. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is still being investigated. The most likely root cause of the broken serial port may be attributed to mishandling. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.